Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device noted ventricular tachycardia (vt) detections as possible supra ventricular tachycardia (svt) and the patient received a possible inappropriate shock. The device remains in use. No further patient complications have been reported as a result of this event.